Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test and now she is not able to get into auto mode because it is say active insulin updating. Customer declined to troubleshoot for failed battery test. Customer¿s blood glucose was 87mg/dl at time of incident. Customer advised to monitor the pump and call back if needed. Insulin pump will not be return for analysis.